Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced anemia. They were hospitalized and received 6 units of packed red blood cells (prbcs). The event was considered resolved/recovered without a source identified on (B)(6) 2019. The patient also had an infection of the driveline, identified as staphylococcus aureus. There were no additional symptoms and the patient was treated with antibiotics. The infection was considered recovered/resolved on (B)(6) 2019.